Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. Customer¿s blood glucose level was 326-392 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.